Event description:
Ous MDR - it was reported that a lead fracture was suspected, and that atypical artifacts were observed in the iegm memory, the implant date was not made available. Explant date was also not provided. However, the lead was returned for analysis with the ICD. Therefore, we're assuming the lead was explanted on the same day as the ICD. Lexos vr-t, MDR 1028232-2009-00419.

Manufacturer narrative:
Ous MDR - the mechanical and electrical check of the lead did not show any anomalies that could be related to the clinical observation. The electrical insulation was intact, the electrical measurement values were unremarkable. The cuts in the insulation are probably a result of the explantation process. Neither the analysis of the lead nor the analysis of the ICD found any indications of material defects or manufacturing errors.